Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed battery out limit. The blood glucose reading was 175 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that when she pressed the down arrow button, the numbers began to scroll abnormally as though the button was stuck. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly during testing. However, the pump had moisture damage on the keypad traces. No unexpected scrolling numbers were noted during testing. The had normal operating currents. The pump was monitored, and no low battery alert alarms occurred during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.